Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited possible infection. A revision was performed and the ICD along with the right ventricular (rv) lead were explanted. Additional information indicated that the system reason for explant was also due to the lead was fractured. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).